Manufacturer narrative:
(B)(4). However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Reportedly, the user's blood glucose (bg) level ranged from slightly elevated (below 240 mg/dl) to 170 mg/dl to 125 mg/dl. The user reverted to manual injections (mdi) until replacement is received and was unable to control bg level on mdi. The user reported a bg level of 375 mg/dl while on mdi.